Event description:
It was reported that the during a surgical intervention the staff opened but did not use an inflatable penile prosthesis (ipp) due to an irregular ink marking near the base of the cylinder, close to where it connects to the tubing. No additional information was reported.